Manufacturer narrative:
B3: date of event unknown. H3: updated. One infusion pump was received for evaluation. Visual inspection found tamper seal intact, bottom case cracked on back side. Event history log shows no alarms relating to the reported problem. Checked syringe size sensor and plunger position sensor. Ran occlusion test with 60ml bd syringe which passed. Can't duplicate any syringe detection issue or alarm. No problem was found. Since no problem was found, no action required. It was found the pump was operating as intended. Performed power up process, preventive maintenance and all functional tests which passed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service., corrected data: health effects corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, the device didn't detect the correct syringe size. No adverse patient effects were reported by the customer.